Manufacturer narrative:
(B)(4):this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.(B)(4)

Event description:
The account stated that a negative architect (B)(6) result was generated on 2 samples from a patient. The patient was tested before and after a blood transfusion and the architect (B)(6)results were negative. Pcr testing on the sample obtained after the blood transfusion was positive. The 2 samples were also reactive with (B)(6) testing. There was no report of impact to patient management.